Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08189. It was reported that noise was noted on the device, right atrial (ra) and right ventricular (rv) lead. The stored electrograms revealed noise on device after high voltage shock. High defibrillation impedance was also noted on the rv lead due to which fracture was suspected on rv lead. Device therapies were disabled. The complete system was explanted and replaced without any complication. The patient did not experience any adverse consequences.